Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. A repeat was run immediately and an above normal range result was obtained and reported. Patient treatment was not reported to have been altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.